Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on his back under the back electrode. The irritation was described as causing some bleeding. The patient's health care aids were reportedly taking care of the skin and put a band aid on it. Follow-up indicated that the skin irritation had been improving.